Event description:
Reportedly, the lens was explanted from patient's eye due to anterior capsular contraction syndrome. Another lens was explanted. Additional information has been requested, but has not been received.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.